Event description:
The donor called and informed co that she had experienced and adverse reaction during a plasma donation. The plasma donation was being done to collect antiody to kpa antigen. She has been donating for 11 years and 13 times so far in 1997. The donor explained that she had experienced the following symptoms: wheezing, hives, swollen eyes and gastric pain. When the donor felt ill she made a comment to the operator. The operator stated that the reason why she was feeling ill was because she had been administered 3/4 of a bag of anticoagulant in 20 minutes (approximately 700 ml). The donor was taken to the emergency room where she was admitted for one day in the intensive care unit (ICU). While in the ICU she was administered epinephrine, and steroids. She also developed hypertension (blood pressure: 220/100), tachycardia and angiodema. The donor was released from the hospital on 4/6/1997 but the donor stated that she still felt back pain and experienced decreased urine output. She remained on steroids after being released (beginning with a dose of 60 mg/day and currently at 20mg/day of prednisone). As of 4/17/97 when the phone call was received by co, the donor reported that she continues to feel light headed and has back pain. The donor stated that a few months ago she experienced a reaction after taking bacterin antibiotic for the treatment of a urine tract infection. The reaction consisted of swollen arms, legs and hives on the body. On 4/17/97 co contacted the donor center directly to inquire about what the donor had reported. The reporting source stated that no anticoagulant bolus had occurred and that this time had no reason to believe the reaction had been caused by procedure. That most likely wtht had happened was that the donor understood incorrectly. That anticoagulant had been given to her but it was part of the normal reinfusion of blood cells during the reinfusion cycle of the procedure and that no antiosplast bolus had occurred. In addition the reporting source at the subject account stated that she was going to be doing a follow up with the donor's physician to find out possible causes for the reaction. The needle used in this procedure was stated to be an excel needle, which the reporting source indicated was probably not ethylene oxide sterilized, ruling out any eto sensitivity reaction.